Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a21 alarm and unexpected battery power loss anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with minor scratched lcd window and stripped battery cap coin slot. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm and blank display. The customer stated that they were unable to clear the alarm. The customer was assisted with troubleshooting and the display did not return. Customer also stated that there was beeped. The customer stated that the contact on the battery cap was chipped and battery compartment was neither missing nor damaged. Customer stated that screen was a little scratched. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.